Manufacturer narrative:
(B)(4). The returned sion blue guide wire had a bend on the shaft proximal to the proximal solder designed to sit at 200mm from the tip. The coil wire was elongated and tangled up originating from the distal mid solder designed to sit at 20mm from the tip. The tangled coil wire remained in one piece and the ball tip was attached on its distal end. The exposed inner coil wire was bent. At the distal end of the inner coil wire, the core was found fractured. Microscopic observation of the core fracture was performed. On the proximal side of the fracture, the core was wrenched off. The inner coil wire had disarranged coils due to accumulated torsion. On the distal side of the fracture, the straight wire and the twist wire composing the core were found entwined together. Both fracture ends were twisted. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion was continuously applied on the guide wire possibly when attempting to cross the target lesion. When the accumulated torsion exceeded the product's design limit, it made the core wire to fracture. Tensile stress generated with wire removal likely contributed to elongation of the coil wire. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that this device was one of two wires used simultaneously in an angioplasty double wire technique procedure to treat a mildly calcified lesion. On removal this wire, which was the wire within the stent, was found to have unraveled at the tip. Fluoroscopy confirmed no wire fragments remained in the coronary artery involved. Visual inspection by staff of the user facility confirmed the wire had exited complete.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.